Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was almost 600 mg/dl. The customer stated that the sensor was inaccurate and only showed 50 mg/dl. The customer began vomiting blood leading up to the customer's daughter calling the ambulance. She complained of feeling drunk, dizzy and weak. She was treated in the emergency room with an intravenous drip, and ambulance drivers suspended the insulin pump at her house. The customer's most recent blood glucose was 305 mg/dl. She stated that she was wearing the insulin pump at the time of the emergency room visit. She declined to troubleshoot the insulin pump for high blood glucose. She stated that she believed the sensor was the cause of her high blood glucose. The customer proceeded to troubleshoot the transmitter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.